Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patent's right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were dislodged and pulled back. The patient was syncopal and presented to the emergency for treatment. The physician believed that the patient had twiddler's syndrome. The ra and lv leads were removed and not replaced. The physician attempted to reposition the rv lead, but could not do it as the helix could not be retracted. The dislodged lead was left unused. A new rv lead was implanted. There were no adverse consequences during the procedure. Patient will continue with regular follow up.